Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 228 mg/dl at the time of the incident and customer¿s other blood glucose level was 400 mg/dl, 300 mg/dl. The customer was treated with bolus. The customer does not allege insulin pump was under delivering the customer stated that the no delivery alarm due to empty reservoir. The customer stated that the drive support cap was normal. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.